Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the image attached in the email in notes & attachments section of pc titled "source file - formato de novedades ktfm clínica noel. Colectivo 286417.pdf". The image was reviewed, and the complaint condition is confirmed. The k-wire is bent in the image provided. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device 292.210.01 lot number 266p879, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the image attached in the email in notes & attachments section of pc titled "source file - formato de novedades ktfm clínica noel. Colectivo (B)(4). The image was reviewed, and the complaint condition is confirmed. The k-wire is bent in the image provided. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Background: procedure: left lower limb reconstructive surgery. Visual inspection: the k-wire ø2 l280 sst was returned and received at us cq. Upon visual inspection, it was observed that k-wire is little bent and had scratches all across the surface. No other issues were identified with the returned device. Dimensional inspection: dimensional inspection was performed for the design of device. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the complaint condition was confirmed for the device. No definitive root cause can be assigned based on the available information. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - a manufacturing record evaluation was performed for the finished device 292.210.01 lot number 266p879, and no non-conformances were identified. Device history review - a manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a left lower limb reconstructive surgery, (2) 2.8mm k-wires stripped and partially bent over their entire length and (1) 2.0mm k-wire bent and stripped. No further information provided. This report is for (1) 2.0mm kirschner wire w/trocar point 285mm. This is report 3 of 3 for complaint (B)(4).